Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate. An error message "the generator has reached end of service" was displayed. The ipg may be at end of life prematurely. The ipg was explanted and replaced with a competitor system on (B)(6) 2019.